Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported following a percutaneous peripheral intervention (ppi), with a contralateral approach via the left femoral artery. An 8f angio-seal sts plus was selected for closure. A pre-deployment angiogram was not performed, however, the artery accessed was reportedly a common femoral artery puncture, with a 7.0 mm lumen diameter. Shortly after angio-seal deployment, bleeding at the puncture site was observed and manual compression had to be applied to achieve hemostasis. While the pt was in the recovery room, the left ankle brachial index measured 0.65. The day after deployment, the pt's left ankle branchial index dropped and measured 0.41. The reason for the drop in the left branchial index was not identified and the pt was discharged from the hospital. The pt was readmitted to the hospital (date unk) and had a peripheral angiography performed, which revealed 99% stenosis of the left femoral artery. A percutaneous peripheral intervention procedure was performed and the stenosed artery was successfully dilated. The pt was doing well post procedure and was discharged from the hospital on (B)(6) 2010. The pt has a medical history of arteriosclerosis obliterans. The pt was taking the following prescribed medications: aspirin and cilostazol (dosage unk). The event was month specific, occurring sometime during the month of (B)(6).